Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed error code 1108. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that while performing diagnostics on the device, error code (1108) had appeared consecutively. It was reported that two solenoid valves were needed for the repair. The field service engineer (fse) replaced the solenoid valves (2) to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #: (B)(4). All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "this is in regards to the solenoid (number 2) that was delivered to the product investigation lab with the accusation of check vent: error code 1108 machine pressure sensor autozero failed. The accusation could not be duplicated at the product investigation lab (pil). The solenoid operates at the pil without issue or error code and passes all testing in test 4 (pressure accuracy testing) of the service manual. No problem found."